Event description:
The customer reported that insulin squirted during the manual prime process and the insulin pump alarmed. The blood glucose reading was 197mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a flush/loose drive support disk. The device was received with cracked battery tube threads, reservoir tube lip, and scratched screen.